Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level. Blood glucose level at the time of incident was 1.9 mmol/l. Customer treated with food and glucose tablets. Customer had been experiencing low blood glucose for four weeks. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No further details given. Insulin pump will not be returned for analysis.